Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery and a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. There was no reported adverse impact to customer's blood glucose level. Customer declined troubleshooting to resolve the issue.